Manufacturer narrative:
Device history review; complaint history review; risk assessment; visual, dimensional and functional analysis could not be performed as the device was not returned. Conclusion: the device was not returned for evaluation after and manufacturing review of the reported lot found no relevant issues were identified.

Event description:
It was reported that the medial arm broke during surgery.

Event description:
It was reported that the medial arm broke during surgery.